Event description:
A customer reported difficulty with the cartridge moving along the guide tracks of their pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.